Manufacturer narrative:
Dimensional measurements taken. The overall health hazard rating for the lot with the longer implants mislabeled as shorter implants was moderate/ undesirable. The implants were distributed internationally only.

Event description:
An ltx3211 dental implant (lot # 606199) sent to an international customer was found to be the incorrect length as stated on the package label. The product was supposed to be 11.5mm in length and was actually 13mm in length. The clinician used the product with no adverse affects. An examination of another device from the same lot revealed that all product in the lot was mislabeled. The incorrect identification of a long implant as a shorter implant has a moderate risk of causing patient harm.